Event description:
Per the clinic, the patient was taken to the operating room on (B)(6) 2013, for abutment removal; a cover screw was placed at this time. The implanted device remains.

Manufacturer narrative:
Implanted device remains.